Event description:
Major pump unit(s) involved: external control system failureadditional text: display module not workingspecific component(s) involved: external controller malfunctionadditional text: display modulleother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controllerother intervention :implant device type: both (in the same or visit)malfunction device type: lvad

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction